Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. A dispenser hoop, coil, delivery wire, rhv and introducer sheath were returned for analysis. The coil and the introducer sheath were returned outside of the introducer sheath. The delivery wire was returned inside the dispenser hoop. The delivery wire was removed from the dispenser hoop and it was observed to be kinked indicating a resistance was encountered. The introducer sheath was inspected and blood was present at the distal end. The rhv was inspected and blood was present throughout. The coil was inspected and it was observed to be kinked and stretched indicating a resistance was encountered. There were traces of blood present on the fiber bundles of the coil. Microscopic inspection was done. The coil zap tip was inspected and no damage noted. The interlocking arm of the coil was inspected, no anomaly was noted. The interlocking arm of the delivery wire was inspected and it was observed that the delivery connected to the arm was kinked. The coil dimensions that could be measured were found to be in specification, except for the number of fiber bundles. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The reason for this is the coil was subjected to conditions that damaged its original structure. The delivery wire dimensions apart from the wire length were found to be in specification. As the interlocking arm of the delivery wire was returned bent the wire length was not within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable base on device analysis completed on 26may2016. It was reported that deployment issue occurred. A 10mmx40cm interlock¿-35 was selected for embolization. During the procedure, continuous flushing was performed. When the coil reach the lesion, it could not be deployed. The coil was removed from the patient. The procedure was completed with another of the same device. No patient complications reported and patient's condition was stable. However, device analysis revealed that the number of proximal fiber bundles recorded was below the assigned specification.